Event description:
It was reported in a literature review that during an implant procedure of a right ventricle leadless pacemaker (rvlp) that after releasing the rvlp it was noted on fluoroscopy that the rvlp was dislodged and oscillating within the rv tract. A retrieval catheter was attempted to capture the rvlp, however it was unsuccessful and the rvlp was pushed further into the distal branch of the pulmonary artery. The rvlp was eventually able to be retrieved utilizing other methods and the procedure concluded with a different rvlp. The patient condition was not reported